Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, doctor removed mono polar head due to protrusion into acetabulum. New microport head implanted with depuy acetabular cup.